Event description:
According to the reporter: when port a was on the patient's body, the cannula was broken during assembling. Patient involving without injury; medical intervention required; surgery time was extended by 30mins or more.

Manufacturer narrative:
(B)(4).